Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data logs were not available and the pump was not returned for investigation. Clinical details report that the placement signal not reliable alarm was active intermittently from case start. The only time the alarm would resolve was when the pump was running at p-7. It is not reported what devices were used during the pci procedure. Due to limited clinical details and product not being returned, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during the impella cp insertion placement signal not reliable alarm occurred.